Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the issue was that the sure form stapler was not firing after the 3rd usage. It can only do anteriorly but not posteriorly.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, a wire snapped while using the curved tip 45 stapler. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved tip 45 stapler was analyzed and found to have a broken grip cable at grip housing. The broken grip cable and crimp was not installed to the stapler sheath. The complaint was confirmed by failure analysis. .